Event description:
It was reported that a patient who had been implanted with a vns device passed away on (B)(6) 2015. The patient's physician reported that the death was due to sudep. The physician also stated that the death was not related to the vns device. The device was explanted prior to cremation and discarded by the funeral home.

Event description:
No autopsy was performed, and the death was not witnessed. The patient was found face down in bed with blood on the pillow and sheet. The age of epilepsy onset was 2 yrs, and he had a history of 2nd generalized and complex partial seizures. The patient also had premature ventricular contractions and trigeminy post-seizures. The patient had been on the following anti-epileptic medications: lecosamide, levetiracetram, oxcarbazepine, carbamazepine, valproates, phenyloin, topiramate, lamotrigine, gabapentin, lorazepam, and aption. He was on lamotrigine and vimpat at the time of death and was compliant with medications.